Event description:
It was reported the customer was hospitalized with hyperglycemia on (B)(6) 2015. Customer's blood glucose was 699 mg/dl. The customer reported experiencing abdominal pain and vomiting from their blood glucose. The customer was treated with manual syringes for their blood glucose. Customer was wearing the insulin pump at the time of hospitalization. The customer also reported the cannula was bent at a 90 degree angle when the infusion set was removed from their body. Customer also reported the drive support cap on the insulin pump was normal. Customer was also advised their reservoir/infusion set may be occluded. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.